Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, lot# j0058191r, implanted: (B)(6) 2001, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding the delivery of dilaudid (unknown dose and concentration) in an implantable infusion pump for non-malignant pain (abdominal/visceral) and failed back surgery syndrome. During a surgery to replace the pump (2014), the "tube" was accidentally cut. However, according to the healthcare provider (hcp), the catheter was not accidentally cut during a surgery. The record indicates the pump and catheter were explanted. No further information was provided. History: neuromuscular neuropathy.